Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did trouble shooting and ran the unit but there are no issues of auto cycling and they could not duplicate the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator has an auto-cycling issue. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.